Event description:
Lead performance data collected from the device was received and tested out of specification during manufacturer's analysis. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis; however performance data was collected from the device and analyzed. Analysis revealed right ventricular oversensing. There were five lead failure predictor (lfp) non-sustained episodes with an average ventricular cycle length less than or equal to 217 milliseconds (ms) on (B)(6) 2012. There was one ventricular fibrillation episode with an average ventricular cycle length equal to 210 ms on (B)(6) 2011. Concomitant product: d354drg implantable cardioverter defibrillator (B)(6) 2011. (B)(4).